Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen due to signs of previous moisture presence and corrosion on electrical board around the battery connectors and the motor. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a horizontal crack on the battery tube located just below the battery threads. Also the display window cover is missing, and the middle keypad button is cracked. Finally the keypad overlay is peeling at the bottom.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the she went swimming with the insulin pump and after that critical pump error has alarmed. The customer's blood glucose value was 6.7 mmol/l. There was no sign of damage on the insulin pump also it was not bumped or dropped. The insulin pump will not be returned for analysis.